Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the battery compartment was cracked and the pump was experiencing an intermittent-power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/08/2014 with the following findings: inexplicable reboot events, which can be indicative of the event type reported, were observed in the black box data. The battery compartment was observed to be cracked in several places; the relation of this device failure to the reported event could not be determined, as the reported event would have to be duplicated to determine the relation of this failure. A battery cap was not returned with the pump; a test battery cap was used during the investigation. The pump powered on with the test battery cap, which was able to secure to the pump per the instructions for use (IFU). The battery cap contact measurements were found to be within the specifications. The pump was exercised for 24 hours, during which no power-related events were observed: the reported event was not duplicated. The pump case was removed, and no internal damage or defect was found.